Event description:
Shortly after tx began pt called to staff, "im bleeding". Rn went over to find pt had pulled a cover over the lines from his catheter to the machine. When she pulled the cover back the nurse found a venous line separation. Blood pump & lines were turned off and clamped, no evidence of air embolism existed. Bp at this time 81/42. Nss given for hypovolemia approx 300-400cc blood loss. Tx restarted without problem. Unit hct 33. Discharged stable.